Event description:
It was reported to philips that the customer's device has a grey/white screen upon boot up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.